Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the pharmacy assistant gave the vista brite tip catheter to be taken to the room, when the catheter was uncovered, it is evident that it had a fracture in the middle. There were no reported patient injuries. The device was not used in the patient since the fracture was evident before passing to the surgery table. The device was stored in the hemodynamics pharmacy in a vertical way. The device was stored for one month. The device was stored and handled per the instructions for use (IFU). The device was never prepped. The device was never removed from the packaging. The device did not kink or bend at any time. The procedure was performed without any complications and another catheter was used.

Manufacturer narrative:
When opening the vista brite tip catheter, it was noted to be fractured in the middle. There were no reported patient injuries. The device was not used in the patient since the fracture was evident before passing it to the surgery table. The device was stored vertically in the hemodynamics pharmacy. The device was stored for one month. The device was stored and handled per the instructions for use (IFU). The device was never prepped. The device was never removed from the packaging. The device did not kink or bend at any time. The procedure was performed without any complications using a different catheter. No other information was reported. The device was not returned for analysis. A product history record (phr) review of lot 17736597 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The event "catheter (body/shaft) cracked - prior to use¿ reported by the customer was not confirmed since the device was not returned for analysis. Storage and handling factors may have contributed to the reported event. As per the instructions for use, which is not intended as a mitigation, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Remove the guiding catheter from its packaging. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported events; therefore, no corrective/preventive action will be taken at this time.